Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The event can be prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
(32 out of 37). This is a customer inquiry received on 18-feb-2025 by olympus japan from (B)(6) hospital located in japan reported by (B)(6). The inquiry has been initially received in japanese. According to the reporter, on (B)(6) 2025, the following issue occurred: it was discovered that endoquick has been used in a diluted form. Therefore, there was a possibility that the cleaning was inadequate. The facility's purchasing department requested (B)(6) to confirm that the consumption of endoquick was very low for the endoscopy room only. When checked with the me (B)(6) of endoscopy room, and it was told that endoquick was diluted and used at (B)(6) discretion. The endoscope reprocessors that used diluted endo quick are four oer-5 units installed in the endoscopy room only. It was unclear when it started being used in a diluted form, but it might have been for a long time. It was informed that the use of diluted endo quick is not appropriate. No health hazard has been reported as a result of this event. Since we received 37 reports of equipment related to this event at the same time, inquiry initiated by copying complaint (34/37reported). The following inquiry no. Endoquick: (B)(4). Oer-5: (1)(B)(4), (2)(B)(4), (3)(B)(4), (4)(B)(4). For 32 scopes with high possibility to be used as below:gif-2tq260m (B)(6)(B)(4), bf-1t60(B)(6)(B)(4), jf-260v(B)(6)(B)(4), gf-ue260(B)(6)(B)(4), gif-q260j(B)(6)(B)(4), bf-uc260fw(B)(6)(B)(4), gf-uct260(B)(6)(B)(4), pcf-pq260l(B)(6)(B)(4), bf-p60(B)(6)(B)(4), bf-1t60(B)(6)(B)(4), bf-1t60(B)(6)(B)(4), cf-h290i (B)(6)(B)(4), cf-h290i (B)(6)(B)(4), pcf-h290i(B)(6)(B)(4), pcf-h290i(B)(6)(B)(4), pcf-h290i(B)(6)(B)(4), pcf-h290i(B)(6)(B)(4), pcf-h290i(B)(6)(B)(4), gif-h290 (B)(6)(B)(4), gif-h290 (B)(6)(B)(4), gif-h290(B)(6)(B)(4), gif-h290 (B)(6)(B)(4), gif-h290 (B)(6)(B)(4), gif-h290 (B)(6)(B)(4), gif-h290 (B)(6)(B)(4), bf-1tq290(B)(6)(B)(4), bf-p290(B)(6)(B)(4), gif-h290z (B)(6)(B)(4), pcf-h290zi(B)(6)(B)(4), bf-mp290f(B)(6)(B)(4), tjf-q290v(B)(6)(B)(4), gif-1200n(B)(6)(B)(4). Submitted by information only. This event is not caused by inadequate handling or explanation on the side of (B)(6), but by the judgement of me (B)(6) of the facility. The consumption of endoquick in other departments of the facility has no problem. Also, as a guess, there was no cleaning brush found in the cleaning room of the endoscopy room, so brushing may not have been sufficient. Reportedly, this issue involves the following olympus product pcf-h290zi. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, death; did not occur during a procedure. The reporter stated that the device is not expected to be returned. Reportedly, a customer letter is not requested. Translation of inquiry record determined as a complaint done by triage complaint evaluator (B)(6) fluent in english and japanese on 20-feb-2025. *device endo quick mentioned in event description was captured in (B)(4), device oer-5 (1) mentioned in event description was captured in (B)(4), device oer-5 (2) mentioned in event description was captured in (B)(4), device oer-5 (3) mentioned in event description was captured in (B)(4), device oer-5 (4) mentioned in event description was captured in (B)(4), device gif-2tq260m (sn.(B)(6)) mentioned in event description was captured in (B)(4), device bf-1t60 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device jf-260v (sn.(B)(6)) mentioned in event description was captured in (B)(4), device gf-ue260 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device gif-q260j (sn.(B)(6)) mentioned in event description was captured in (B)(4), device bf-uc260fw (sn.(B)(6)) mentioned in event description was captured in (B)(4), device gf-uct260 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device pcf-pq260l (sn.(B)(6)) mentioned in event description was captured in (B)(4), device bf-p60 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device bf-1t60 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device bf-1t60 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device cf-h290i (sn.(B)(6)) mentioned in event description was captured in (B)(4), device cf-h290i (sn.(B)(6)) mentioned in event description was captured in (B)(4), device pcf-h290i (sn.(B)(6)) mentioned in event description was captured in (B)(4), device pcf-h290i (sn.(B)(6)) mentioned in event description was captured in (B)(4), device pcf-h290i (sn.(B)(6)) mentioned in event description was captured in (B)(4), device pcf-h290i (sn.(B)(6)) mentioned in event description was captured in (B)(4), device pcf-h290i (sn.(B)(6)) mentioned in event description was captured in (B)(4), device gif-h290 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device gif-h290 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device gif-h290 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device gif-h290 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device gif-h290 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device gif-h290 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device gif-h290 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device bf-1tq290 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device bf-p290 (sn.(B)(6)) mentioned in event description was captured in (B)(4), device gif-h290z (sn.(B)(6)) mentioned in event description was captured in (B)(4), device pcf-h290zi (sn.(B)(6)) mentioned in event description was captured in (B)(4), device bf-mp290f (sn.(B)(6)) mentioned in event description was captured in (B)(4), device tjf-q290v (sn.(B)(6)) mentioned in event description was captured in (B)(4), device gif-1200n (sn.(B)(6)) mentioned in event description was captured in (B)(4), please confirm.